Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with the afx2 bifurcated stent graft and ovation ix iliac limb, afx limb stent graft, and an afx vela suprarenal to treat an abdominal aortic aneurysm (aaa). This initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with afx system per the IFU. Approximately (3) three years after post initial procedure, the patient was identified with sac growth in right common iliac (rcia) and a 3a endoleak with separation between the ovation ix iliac limb and the afx2 bifurcated stent graft. A re-intervention was completed. The physician implanted (2) two afx limb stent grafts to resolved the endoleak. The final patient status was reported to be doing well post re-intervention.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 3a endoleak (with component separation) of the aortic body and right iliac limb and the additional endovascular procedure was confirmed. The sac growth was unconfirmed. This is moderately consistent with the reported adverse event/incident. The most likely causation for the type 3a endoleak of the right iliac stent is user related; the initial implant procedure was outside the indications of use (off-label) due to a concomitant product (an ovation ix iliac limb) used with an afx bifurcated stent graft, and this likely contributed to the event that occurred. Procedure-related harms of this event could not be determined with the medical records available for review. The final patient status was reported as being in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: date of received by manufacturer. H6: investigation finding codes - remove code 3233; h6: investigation conclusion codes - remove code 11.